Event description:
The physician was performing a fenestrated evar procedure via the right femoral artery. The physician inadvertently advanced the sheath in the left renal artery and had the stent outside the sheath. Once he realized he was advancing into the wrong side he pulled back both the sheath and the stent, but he pulled the stent balloon into the sheath and dislodged the stent in the pt's left renal artery. He removed the stent balloon and replaced it with the smallest balloon available. The physician inserted a 4 mm x 2 cm balloon into the stent, deployed it slightly (enough to grab the stent) and pulled it back to the original target. He reinserted the stent balloon and deployed it at the intended target.

Manufacturer narrative:
On completion of the evaluation a follow-up report will be submitted. Associated report 1219977-2014-00290.